Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps elevator could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing or event information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: objective lens has a chip; adhesive around objective lens has wear; light guide lens has a scratch; adhesive around light guide lens has wear; forceps elevator has foreign material; plastic distal end has a dent; adhesive on bending section cover or distal sheath rubber is detached; bending section cover or distal sheath rubber has discoloration; connecting tube has coating peeling; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; connecting tube has a scratch; forceps channel port is shaved; switch1 has a scratch; universal cord has buckling; universal cord has a dent; scope connector has a scratch; light guide cover glass has a scratch; and scope connector cover unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the duodenovideoscope, low angulation. The issue occurred during the procedure. The procedure was therapeutic. The procedure was completed using the same set of equipment. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the forceps elevator has foreign material. Foreign material is yellowish/brown in color but it is unknown what the foreign material is. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.